Event description:
It was reported by service report that the bed was drifting at the footend. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: hi-lo lift motor.